Event description:
Patient reported while attempting to change the infusion set on her infusion device, the infusion device suddenly switched off without warning while the infusion set was filling. Patient stated the infusion device did not give a low battery alert, it just turns off. Patient reported she changed the battery and the infusion device seems alright. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.